Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code displayed and connect belt messages) has been confirmed. Upon investigation the electrode belt displayed a service code 204 (belt/monitor unusable) and was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient received a service code and connect belt messages.